Manufacturer narrative:
Patient height reported was (B)(6). Additional patient ID: (B)(6). Date of event is unknown. Additional device product codes: hrs, jds. (B)(4). Date of implant is unknown date approximately 15 years prior to the date of revision on (B)(6) 2017. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision of a left side ankle fusion on (B)(6) 2017 due to malunion. Two plates and six screws were originally implanted approximately 15 years ago. The fusion healed in malreduction. The plate and screws were removed intact, an osteotomy performed, the deformity corrected, and the ankle refused. Two new plates and cortex screws were implanted. The surgery was successfully completed with no delay. The patient outcome was reported as fine. This report is for one (1) 3.5mm cortex screw self-tapping 55mm. This is report 7 of 8 for com (B)(4).